Event description:
It was reported that the patients ipg incision site was not healing properly. The patient was not cooperating with the physician on caring for the wound site. In turn, the ipg was explanted.